Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation; however, the root cause could not be determined.

Manufacturer narrative:
(B)(4). This complaint for damage in a transfer set was confirmed during the sample evaluation. The set was visually inspected with a broken spike noted. A clamp function test was performed with no issues noted. The set was tested underwater at 8 psi with no leak noted. The set was clear-passage tested with no blockage noted. The evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.

Event description:
A nurse contacted baxter (B)(4) regarding damage to a uv flash transfer set. A broken spike was found during connection with a clean flash. The product was in use for 210 days. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.